Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving multiple no delivery alarms on the insulin pump. Customer woke up with blood glucose readings of 455 mg/dl. Customer stated that they noticed that the reservoir was empty. Customer has treated with a bolus. Customer also mentioned receiving a weak battery and a failed battery test. Customer's blood glucose reading at the time of the call was 381 mg/dl. No further information reported.